Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 300 mg/dl. Customer was advised to do a fixed prime and insulin did exit. Customer reported she was at work and was unable to remove the set because she was at work. Customer was advised to change set as soon as possible. Customer was advised there was a possible occlusion in the cannula or it was bent. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.